Event description:
It was reported that the pump's usb port was damaged causing the pump to be unable to be charged. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.